Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating because the site had upgraded to a new switch. The field service engineer (fse) had changed the link speed from 100mb full duplex to auto negotiate and replaced the cable with a new one to resolve the issue. The fse tested it with company laptop, successfully establishing a connection. After moving the new cable to the pyxis device, the station obtained an ip address and established a network connection. Finally, the fse rebooted the station, and the application came up, resolving the disconnected icon issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was not communicating with the network. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.